Event description:
The initial reporter questioned low results for multiple patient samples tested for ise indirect na for gen.2 on a cobas pro ise analytical unit. The customer started seeing an "unusually" high number of patient samples with low results for na. The customer repeated the samples on a different cobas pro ise unit and the results were higher as expected. The following is an example of discrepant results for 1 patient sample: the initial result was 133 mmol/l. The repeat on the other cobas pro ise unit was 141 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number was w47 with an expiration date of 25-jan-2023.

Manufacturer narrative:
The field service engineer (fse) determined the na electrode was the cause of the issue. The customer was advised to recalibrate, run qc and perform comparison testing. Calibration was last performed on (B)(6)2022 and was acceptable. Qc was acceptable. There is no indication of a reagent performance issue. The customer used a centrifugation time of 5 minutes. Based on the sample tubes the customer uses, this centrifugation time may be too short. An abnormal sample aspiration alarm was observed on the alarm trace data. This is an indication of possible poor sample quality. The service actions resolved the issue.